Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had history of backup battery alarms that he has continued to silence. The vad coordinator tried to reset the controller time and clear it with self-test but there was no resolution. The patient will have a new internal battery installed. Log file analysis confirmed backup battery faults as well as controller internal faults that resolved on their own. It was further observed that there was the same corrosive material seen on the battery connection on the controller side. An echo was done on monday (B)(6) 2020 along with a controller exchange due to corrosive material on both sides. Controller and backup battery were sent back and received on (B)(6) 2020.

Manufacturer narrative:
Additional information: h3 manufacturer's investigation conclusion: the reported event of backup battery fault alarms and corrosion on both the connection between the backup battery and system controller was confirmed. The log files spanned approximately 8 days (31may2020 to 08jun2020 per the timestamp). Backup battery fault alarms activated between 31may2020 at 14:26 05jun2020 at 14:51 due to load test failure, charge fail fault, and/or circuit fault. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold of 10.2v. Backup battery not installed alarms activated between 05jun2020 at 14:53 and 05jun2020 at 14:59. This alarm resolved after reconnecting the backup battery. These alarms did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. Initial evaluation of the returned hm3 system controller, serial (B)(6) with the returned backup battery, serial (B)(6), revealed a backup battery fault alarm. The returned backup battery was not able to support a pump when disconnecting the power cables from the controller. Corrosion was observed around the backup battery pins and system controller ribbon cable pins. Further evaluation of the backup battery revealed a damaged component and more corrosion on the pcb. The controller with a test backup battery was able to operate the mock circulatory loop for an extended period of time without any issue. A root cause of the backup battery fault alarm and a damaged component of backup battery pcb was determined to be corrosion of the backup battery; however, a root cause of corrosion of the backup battery was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault alarm. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.